Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Corrected information is provided in b.6. Investigation: the run data file (rdf) was analyzed for this event. The run data file was investigated for the procedure on (B)(6) 2024. The operator selected procedure 2, a 10.1e11 platelet yield collection. At 2 minutes into the procedure, during blood prime, the operator pressed 'pause' button, resulting in a 'pumps paused' alert, before resuming the collection. Shortly following this, the operator pressed the 'stop' button, resulting in a 'centrifuge stopped' alert. The operator briefly opened the centrifuge door, before closing the door and proceeding with the collection. There were no additional alerts or adjustments made by the operator for the remainder of the procedure. At the end of the 97-minute procedure, the trima accel system displayed the following message: 'platelet product: label as leukoreduced'. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product reported for this procedure was possibly the result of a wbc saturation of the lrs chamber that fell just under the detection threshold for flagging the platelet product for wbc verification. Based on the available information, it cannot be ruled out that a potential air block or plasma line occlusion within the centrifuge may have contributed to the observed signal. Additionally it also cannot be ruled out that the higher-than expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.